Manufacturer narrative:
FDA recall number: z-1493-2019.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
At the beginning of an atrial fibrillation ablation procedure, the contact force displayed in purple. The tactisys was replaced and the procedure was completed with no adverse consequences to the patient. Even though no adverse event occurred, this device malfunction may result in the patient experiencing harms associated with a clinically significant delay or cancelled procedure. When the contact force measurement is intermittently displayed, it is accurate. There is a rare potential for perforation or la-e fistula if the purple contact force or notification that "contact force data is not synchronized" is not noticed, and the inaccurate force readings are acted upon.

Manufacturer narrative:
One tactisys¿ quartz ablation system was received for analysis. Visual inspection revealed normal wear on the chassis body. All labeling and input/output connectors were found to be free of physical damage. The tactisys was run through a functional test and intermittent contact force with purple values were observed. Product testing revealed the unit would only take contact force measurements intermittently. Based on the information provided to abbott and the investigation performed, the cause for the reported event was due to corruption of the som carrier board software. After further investigation the issue was isolated to a design flaw in file management on the device.